Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set fell off during use on (B)(6) 2026. The infusion set was in use for 3 minutes. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.